Manufacturer narrative:
Although the investigation is still in progress, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot 1012079 and test base part number 190-430 / lot 1012079 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1012079 showed that the complaint rate is (B)(4). A supplemental report will be submitted once the investigation is complete. Please see related MFR report #s: 1221359-2021-00003 - 1221359-2021-00005, and 1221359-2021-00007 - 1221359-2021-00009.

Event description:
A customer sent a cumulative report of 17 false negative results with the ID now covid-19 assay generated across 8 different testing sites. This report represents the 1 false negative associated with lot # 1012079. The customer reported 1 false negative result using a nasal swab with the ID now covid-19 test. Testing dates and times were not provided, however, sample collection occurred on (B)(6) 2020. Confirmation testing dates and times were also not provided. However, confirmatory nasopharyngeal sample collection in viral transport media using the abbott m2000 platform provided positive results (CT values not provided). Collection occurred on (B)(6) 2020. Additional patient information, including symptoms, treatment and outcome, is unknown. Per the customer, no additional information will be provided. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.